Event description:
This is report 2 of 3 of the same event it was reported that during an unspecified surgical procedure, it was observed that the electric pen drive device would not go in reverse while in use with the foot switch device and the console device. There was a delay to the surgical procedure. However, the duration of the delay was unknown. It was reported that spare devices were available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.